Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and an obturator sling was implanted. The patient experienced sepsis and constant infections leaving her in agony and with decreased mobility. She had excruciating pain from the moment the mesh was fitted and was unable to void urine properly resulting in more infections and urine stagnating in the bladder causing sepsis. The patient is reported to have died on an unknown date. Additional information has been requested.